Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that it was difficult to scan and the system was beeping. There was no patient involved. Additional information was received. It was reported that the site succeeded in taking a scan after rebooting the system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450. H3: a medtronic representative went to the site to test the equipment. The rep replaced ps1. The imaging system then passed the system checkout and was found to be fully functional. H6: b17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.